Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the mx40 telemetry device had no sound. No adverse pt impact was reported.